Manufacturer narrative:
An event of the atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Patient had history of heart failure which may have contributed to the reported event. Abbott also requested for relevant test or lab reports which were not provided by the field. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system. A pre-implant balloon aortic valvuloplasty (bav) was performed using 20mm balloon catheter. The position of navitor was checked when it was 80% deployed, but it was shallow with non-coronary cusp (ncc) 2mm and left coronary cusp (lcc) 2mm. Since non-uniform expansion occurred, the device was re-captured and re-deployed. When the position was checked at 80% deployment, it was slightly deeper with ncc 7mm and lcc 5mm. The device was partially recaptured and to reposition, but the navitor came off the annulus and went up. Therefore, navitor was completely recaptured again and adjusted the position. At this point, the patient went into complete atrioventricular block (cavb). There was no effect to heart rate, as there was control pacing. The procedure was continued with the navitor deployed 80% at ncc 3mm and lcc 3mm. After 5 minutes, the device was fully released with no issue. The pacing was removed and checked the self-wave, but there was no self-wave. The procedure completed with temporary pacing deployed in the patient. A permanent pacemaker was later implanted. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system. A pre-implant balloon aortic valvuloplasty (bav) was performed using 20mm balloon catheter. The position of navitor was checked when it was 80% deployed, but it was shallow with non-coronary cusp (ncc) 2mm and left coronary cusp (lcc) 2mm. Since non-uniform expansion occurred, the device was re-captured and re-deployed. When the position was checked at 80% deployment, it was slightly deeper with ncc 7mm and lcc 5mm. The device was partially recaptured and to reposition, but the navitor came off the annulus and went up. Therefore, navitor was completely recaptured again and adjusted the position. At this point, the patient went into complete atrioventricular block (cavb). There was no effect to heart rate, as there was control pacing. The procedure was continued with the navitor deployed 80% at ncc 3mm and lcc 3mm. After 5 minutes, the device was fully released with no issue. The pacing was removed and checked the self-wave, but there was no self-wave. The procedure completed with temporary pacing deployed in the patient. The patient was reported to be stable.